Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a healthcare provider via a clinical study updated the outcome to resolved without sequelae on 2016 (B)(6). The event resulted in patient or prolonged hospitalization. No further complications were reported/anticipated.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) regarding a patient who was receiving dilaudid 1.5 mg/ml at 0.5997 mg/day, droperidol 150 mcg/ml at 59.97 mcg/day, clonidine 250 mcg/ml at 99.94 mcg/day and bupivacaine 30 mg/ml at 11.993 mg/day via an implantable pump for malignant/other carcinoma pain. It was reported the patient reported tolerable it opioid withdrawal secondary to elective weaning from therapy as of (B)(6) 2016. Patient instructed to continue clonidine medication and had been reprogrammed. The exact symptoms not specified. On (B)(6) 2016, clinic notes indicated more frequent hospitalizations secondary to weaning from it therapy secondary to worsening pain. Patient had elected to continue weaning from it therapy and on (B)(6) 2016, the patient had elected an increase in pump and to stop the weaning process secondary to intolerable pain. On (B)(6) 2016, the patient reported pain was stable following three it rates increases ((B)(6) 2016). The clinical diagnosis was it opioid withdrawal. The etiology of the event was noted as related to the drug (hydromorphone), device or therapy and not related to the implant procedure. The drug action that caused the event was noted as 'decrease dose'. The event was considered resolved without sequelae as of (B)(6) 2017 and no further complications were reported/anticipated.